Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the manipulating the controller power leads caused alarms while connected to the power module and mobile power unit. The controller would be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms activating while connected to the power module or mobile power unit (mpu) was not confirmed. The log file contained approximately 2 days of data (05nov2022 ¿ 07nov2022 per the timestamp). The log file data did not indicate any issues on the system controller or the system controller power cables. Although not determined, the log file events associated with the reported event may have been overwritten by newer data. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the alarms resolved with the controller exchange and if the heartmate 3 system controller (serial number:(B)(6) ) would be returning for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.